Event description:
The rptr indicated that during a pacemaker replacement, the old lead was tested and found to be working properly with a lead impedance of 650 ohms. The lead was left in the pt and unipolar pacing was acceptable following the implant. Four days later, the pt began falling and she was brought to the emergency room. The rptr stated that per an electrocardiogram, pacing spikes were seen, however she had no capture. The pt was defibrillated multiple times, and she expired.